Event description:
A pt complained of burns following the fourth lightsheer treatment to the beard area. The pt claims that the burns are first to second degree. The treatment in question was performed in 2006. The customer requested service for the lightsheer system in the same month.

Manufacturer narrative:
The pt claims that the burns are first to second degree. Based on the photographs provided, it appears to lumenis that the burns are first degree because there is no evidence of dermal injury in the photographs. The customer expects that the burns will heal without permanent damage. Per the customer, there may be some hyperpigmentation or hypopigmentation in a few areas that may fade over a period of time. Per the customer, the pt is skin type ii. The customer recommended that the pt see his personal physician. It is not known whether the physician prescribed any medications. If add'l details are obtained, lumenis will include such details in a follow-up medwatch report. Root cause: lumenis service evaluated the lightsheer system on 06/17/2006 and determined that the device was within specifications. Treatment parameters reported (16 j/cm2, 30 ms) are within the physician recommended fluences for treatment with the lightsheer xc diode laser for the reported skin type, and a test patch had been performed prior to treatment at these parameters. Possible root cause may be inadvertent sun exposure.